Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 28oct2009. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify two striated edge opening in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated edge opening on anterior side assessed as to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a right side deflation. Healthcare professional additionally reported pain not related to the device. Device has been explanted.